Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose between 300 mg/dl and 400 mg/dl, which was treated with bolus wizard and manual injection. Customer's blood glucose at the time of call was 84 mg/dl. Customer reported that high blood glucose began on (B)(6). Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer was feeling tired. Customer reported that drive support appeared normal. Insulin pump passed high pressure test. Customer reported that high blood glucose persisted and requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.